Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-15533. It was reported that the patient's right ventricular lead and pacemaker was explanted for unspecified reasons. The patient condition was unknown.